Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate shocks.   The device was started up at 08:23:56 on (B)(6) 2022. From 10:45:09 to 10:55:47, an arrhythmia was detected three times. ECG shows asystole transitioning to sinus tachycardia @ 110 bpm with pvcs/nsvt and CPR/motion artifact. The rhythm then transitioning to vt @ 200 bpm. At 10:56:08, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm. The patient received a non-lifevest defibrillation 21 seconds into the detection sequence. At 11:03:27, an arrhythmia was detected. ECG shows sinus rhythm @ 65 bpm with nsvt/pvcs. At 11:04:38, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 65 bpm with nsvt/pvcs. The post shock rhythm was sinus rhythm @ 80 bpm with nsvt/pvcs. At 11:05:05, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 75 bpm with nsvt/pvcs. The post shock rhythm was sinus rhythm @ 60 bpm with nsvt/pvcs. At 11:05:37, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 65 bpm with nsvt/pvcs. The post shock rhythm was sinus rhythm @ 60 bpm with nsvt/pvcs. At 11:05:59, the patient received the fourth inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 65 bpm with nsvt/pvcs. The post shock rhythm was sinus bradycardia @ 55 bpm with nsvt/pvcs. The electrode belt was disconnected at 11:06:28 on (B)(6) 2022.